Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagectomy procedure, the needle fell off of the device. The needle fell into the patient cavity and was retrieved with graspers. A new reload was opened to correct the issue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Both blades of the instrument were bent. Under microscopic inspection, no witness marks from the needle tip impacting the beveled wall were observed. Sheering on the toggle switches was observed for the device. No functional test could be performed since the blade would break if bent back into place. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.? Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.